Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- lml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates the last programming occurred on (B)(6) 2012. At 2243, line a of the device was programmed to deliver morphine 100mg/100ml, in the dose calculation mode, with a dose of 3mg/hr, and a vtbi (volume to be infused) of 40ml, and a rate of 3ml/hr, for a duration of 13 hours and 20 minutes, and the delivery was started. At 2248, the delivery was stopped and restarted. At 2249, the device was reprogrammed with a vtbi of 25ml, for a duration of 8 hours and 20 minutes, and the delivery was restarted. On (B)(6) 2012 at 0709, the device alarmed n161 (line a vtbi complete). At 0736, the delivery was stopped with a volume infused (vi) of 25.7ml, and the device was turned off. A review of the history indicates the device delivered as programmed. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate, resulting in the patient receiving more medication than intended. At 18:50, the device was programmed to deliver an unspecified concentration of morphine, at a rate of 3 ml/hr, and the delivery was started. No further programming parameters were provided. At 19:30, the nurse returned to the patient's room. It was reported that at this time, the nurse noted the device displayed a rate of 50 ml/hr, instead of the intended rate of 3 ml/hr. The customer contact indicated there was approximately 50 rnl remaining in the morphine container instead of the expected 97 ml. The physician was notified. It was reported that the patient's vitals sign were monitored for an unspecified length of time. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed at an unspecified time using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.